Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after approx 2 1/2 yrs of support, the pt called the hospital on the way from the emergency room (ER) of a non-implanting center with "red heart" alarms. Upon arrival at the hospital, the "red heart" alarms continued intermittently with the pump speed ramping from 8,600 to 2,000 to 3,000 rpms. The pt was started on heparin and milrinone drips and evaluated for possible thrombus in the device. In addition, the percutaneous lead was evaluated for a possible compromise. X-rays were taken and log files were sent to the MFR for eval. After consulting with the MFR, the hospital made a decision to exchange the lvad. The device was successfully exchanged with another lvad and the pt remains stable post-op and is under observation in the hospital w/o any further issue.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.